Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers provided by the customer that may have been involved. It is not known which lot # is associated with this complaint. The information for each lot number is as follows: medical device lot #: 8275527, medical device expiration date: 2021-09-30, device manufacture date: 2018-10-02. Medical device lot #: 8270681, medical device expiration date: 2021-08-31, device manufacture date: 2018-09-27.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced leakage during use. The following information was provided by the initial reporter: when connecting, leakage occurred. Lot# is 8275527 or 8270681.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced leakage during use. The following information was provided by the initial reporter: when connecting, leakage occurred. Lot#: is 8275527 or 8270681.

Manufacturer narrative:
H.6. Investigation: bd received a 20 gauge insyte autoguard unit for investigation. A review of the device history record was performed for both alleged lots: 8270681 and 8275527, and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage. Next, a water/air leak test was performed and no leakage was observed. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no damage/leakage was observed the engineer was unable to identify a definitive root cause for this issue. H3 other text.